Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx suprarenal aortic extension and an afx limb stent graft. Approximately nine (9) years post initial procedure at the routine follow-up persistent type ii (non-device related) and type iiia endoleaks were identified. The patient is reported to be asymptomatic. Reintervention has been scheduled.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ii endoleak (lumbar and internal mesenteric artery), type iiia endoleak of the right common iliac artery components and the additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Additionally, the clinical evaluation also shows that there was evidence to reasonably suggest sac growth of 8mm occurred that was not in the event as reported. The clinical assessment also determined that on february 26, 2020 a secondary endovascular procedure occurred for a type ii endoleak of the lumbar artery (coiling) occurred that was not included in the event as reported. These events were discovered during a review of the 87 month post discharge summary. The most likely causation for the reported type iiia endoleak is user related. The right iliac artery at the time of the index procedure was 25mm (should be 10-23mm). This off label condition likely contributed to the reported type iiia endoleak. Type ii endoleaks are anatomy related events and are not caused or contributed by the device. The final patient status was reported as being was discharged on the first post operative day home in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx suprarenal aortic extension and an afx limb stent graft. Approximately nine (9) years post initial procedure at the routine follow-up persistent type ii (non-device related) and type iiia endoleaks were identified. The patient is reported to be asymptomatic. Reintervention has been scheduled. Additional information: the clinical assessment determined that there was evidence to reasonably suggest sac growth of 8mm occurred that was not in the event as reported. The clinical assessment also determined that a secondary endovascular procedure occurred for a type ii endoleak of the lumbar artery (coiling) occurred that was not included in the event as reported.